Event description:
My CPAP machine stopped working. My doctor has restricted me to no daytime driving. I am a school bus driver and have lost my job until this matter is cleared. Diagnose with excessive daytime sleepiness (eds) and have direct that no driving. FDA safety report ID# (B)(4).